Event description:
Patient reported to homecare provider that battery belt fell off waist and hit floor. The battery belt was plugged into freestyle oxygen concentrator when it hit the floor and burst into flames. Battery extinguished itself. There was no patient injury or property damage.

Manufacturer narrative:
The battery belt was dropped by the patient damaging the battery and causing it to burst into flames. The battery extinguished itself and there was no injury or property damage. Physical damage to the battery can be seen visually where it hit the floor. The battery is being sent to the battery manufacturer for evaluation.